Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via social media post that the customer blames the medtronic insulin pump for causing several episodes of diabetic ketoacidosis. No further details were provided, and no products were returned or replaced.